Manufacturer narrative:
Device was expected for return but was not returned to the manufacturer for evaluation. Email. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product codes are nkb, mni, mnh, and kwq. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the initial fracture fixation spinal procedure, the fracture clamp stuck to the upper part of the unknown screw, was not passing, and could not be detached. The surgeon had to remove the inserted unknown screw and clamp. Prior to inserting a new clamp and screw, surgical personnel checked the devices outside of the operating room. The surgical personnel used a second clamp and checked it with (B)(4) more screws before one was found to work correctly with the clamp. It is unknown why (B)(4) more screws were used and what the malfunction was with those (B)(4) screws. The surgeon then inserted the second clamp and an unknown screw successfully and was able to complete the procedure. There was a one hour surgical delay due to procuring a replacement clamp and screw. This report addresses the second fracture clamp. This report is 2 of 33 for (B)(4).